Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual cycles') and thrombosis ('blood clots') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fetal growth retardation. Current weight (B)(6) lbs. Concurrent conditions included dysuria, frequency urinary and menarche. Concomitant products included levonorgestrel (mirena) from (B)(6) 2010 to (B)(6) 2011 for abdominal pain, vaginal haemorrhage, bleeding menstrual heavy and clot blood and vitamin d nos (vitamin d) since 2016 for vitamin d deficiency. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), urinary tract infection ("uti"), vaginal infection ("vag. Infect/ vaginal infection"), alopecia ("hair loss"), rash ("body rashes") and vulvovaginal mycotic infection ("yeast infections") and was found to have weight increased ("weight gain"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("psych injury/ depression"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), thrombosis (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, depression, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, weight increased, thrombosis, female sexual dysfunction, rash, migraine, vulvovaginal mycotic infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: received treatment for , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, psych injury, bladder probs., bladder infect., uti, vag. Infect., vag. Discharge, fatigue,gi conditions, hair loss, hormonal changes, headaches, nausea, weight gain. Discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion of both fallopian tubes with appropriate positioning of the essure micro inserts. Small capacity of the uterus of uncertain etiology. Ultrasound pelvis - on (B)(6) 2011: normal pelvic us. Iud in lus - consider adjusting normal doppler studies of ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: depression, abnormal bleeding vaginal, dyspareunia, pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs and mr received: new events added: case has become incident. Abnormal bleeding (vaginal), heavy menstrual cycles, blood clots, apareunia (inability to have sexual intercourse), body rashes, migraines / headaches, yeast infections. Event onset date were added. Reporter information were updated. Patient history, concomitant drugs, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.